Event description:
It was reported by the physician that the programming system he had at one of his clinics would not work anymore and they needed to have it replaced. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Product analysis was performed on both of the returned wands and no visual anomalies were noted and continuity testing of the serial cables and battery cables passed. Both devices performed according to functional specifications. Product analysis was performed on the returned handheld programmed computer (hhd) and it was found that the hhd was unable to establish communication with a known good wand and generator. The cause for the anomaly was associated with a broke wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Product analysis was performed on the returned software and no anomalies associated with the flashcard software or databases were identified during the flashcard analysis. The flashcard software performed according to functional specifications.